Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was report that as patient was walking she felt stem break and went to the hospital. The surgeon took patient to operating room. Later in the day surgeon found that cup was impinging on the stem wore it thin til it broke. Pulled it all out and replaced it with accolade 2 stem, tritanium primary cup with mdm insert and liner with a -2.7 biolox delta -2.7 head.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: a visual inspection was performed as part of the material analysis report. The stem trunnion, delta head and adm insert were returned assembled together. This visual inspection stated that: burnishing along the circumferences of both the trunnion neck and the distal interior rim of the insert was observed, due to the impingement of the two components. Burnishing, scratching, and third-body indentations are consistent with commonly identified damage modes in uhmwpe inserts. Nothing of note was observed on the shoulder and the distal stem. Bony ongrowth was observed on the shoulder of the stem. Dimensional inspection: not performed as there were no allegations in relation to device dimensions. Functional inspection: not performed as alleged issue could not be replicated. The material analysis report concluded that impingement conditions were observed at two locations on the cup/insert assembly. The stem was fractured at the neck in overload due to impingement with the cup. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: a review of the provided information by a clinical consultant reported that : cup malposition in very low inclination and absent anteversion has caused impingement between stem neck and cup rim creating an overload condition in the arthroplasty bearing with fatigue build-up ending in a device fracture exactly at the location of overload. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in very low inclination and absent anteversion has caused impingement between stem neck and cup rim creating an overload condition in the arthroplasty bearing with fatigue build-up ending in a device fracture exactly at the location of overload. However no material or manufacturing defects were observed on the returned devices. Further information such as additional xrays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
It was report that as patient was walking she felt stem break and went to the hospital. The surgeon took patient to operating room (o.r.) Later in the day surgeon found that cup was impinging on the stem wore it thin til it broke. Pulled it all out and replaced it with accolade 2 stem, tritanium primary cup with mdm insert and liner with a -2.7 biolox delta -2.7 head.